Manufacturer narrative:
Additional information was received that the pocket site is now normal.

Event description:
A report was received that the patient had a seroma at the pocket site and the physician removed a 15 cc of fluid from it. It was also reported that the pocket site was painful to lean against and the area was still tender after the fluid was removed a couple of weeks ago.

Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient had a seroma at the pocket site and the physician removed a 15 cc of fluid from it. It was also reported that the pocket site was painful to lean against and the area was still tender after the fluid was removed a couple of weeks ago.